Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the customer alleged the insulin pump was under delivering insulin due to hospital insulin pump works perfect. Customer that they were hospitalized due to high blood glucose on april (B)(6) 2020 with blood glucose level was above 410 mg/dl. Customer experienced symptoms such as nausea. The customer was assisted with troubleshooting. The customer was treated with pump from hospital for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to test insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).